Manufacturer narrative:
This report is part of a retrospective review and remediation. Insulin pump received with cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. Insulin pump passed the displacement. The test p-cap/reservoir does lock into place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.